Event description:
The physician was placing a central line in the right subclavian. As the physician attempted to remove the guidewire, the guidewire began to unravel. The guidewire and catheter were removed.